Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: during investigation, the battery compartment was found to be cracked. There was no battery cap returned. A test battery cap was able to fit securely. There was evidence of moisture corrosion observed on the display screen, inside the battery compartment. The original complaint was unable to be adequately investigated. The pump's cover was removed and there was no further moisture corrosion found to the power printed circuit board.